Event description:
It was reported that during an unk procedure, the device locked on the tissue. The device had to be excised from the tissue. Unk how the case was completed, but there was no pt consequence.